Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when patient was receiving herceptin, small leak was noted in the tubing. The tubing was switched out. There was no apparent harm to patient. Received a copy of the customer's cmdsnet program report from health (B)(4) which states, ¿pt receiving herceptin, small leak noted in the tubing. Drug stopped, tubing switched out, drug restarted. Patient advised to wash skin and shirt with soap and water."